Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email serious injury. Customer's blood glucose level was unknown. Customer experienced diabetic ketoacidosis and was hospitalized. Customer went off of the insulin pump due to their healthcare provider's error regarding their medication.